Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during patient infusion of an unknown solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number 13h048 was manufactured august 15, 2013 - august 16, 2013. Evaluation information: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. After the cap was removed, a visual inspection observed that there was no evidence of flow at the distal luer. Visual inspection also identified crystalized drug blocking the fluid path at the distal end of the glass capillary. The no flow was determined to have been caused by drug precipitation blocking the glass capillary lumen. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.